Event description:
A malfunction alarm, identified as cartridge alarm 20, was reported by the caller, and it occurred during the cartridge load process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the customer¿s pump and advised them to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery during the transition. The customer was informed of receiving a pump with updated software and acknowledged instructions on inserting sensors and storing the pump.